Event description:
Physician activated the plume pen for use during a surgical procedure. The button switch on the pen did not deactivate resulting in a burn to the pt. The physician was able to replicate the event with a demonstration on how the pen button got "stuck" in activated mode.